Event description:
(B)(6) female with history of menorrhagia underwent a d&c and novasure ablation. During the physician indicated that "the novasure cavity assessment had the machine set at 3.2 cm and 5.5 cm length and 3.2 for width". "During the cavity assessment portion of procedure, the width suddenly jumped to 4.5cm width." "The spring loaded portion of the array had popped open much further and suddenly machine began to suction more fluid". The endometrial array was removed. The hysteroscope was re-inserted and it was noted that the "array had popped open further damaging the uterus and uterine perforation." At that time, it was decided to convert the procedure to a diagnostic laparoscopy (from the intended vaginal procedure) to "cauterize the small sites that were barely bleeding". Pt was transported to recovery room in stable condition. Post recovery room, pt was discharged home per w/c in stable condition.